Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port has a loose connection and unstable/not recognized and the pump battery intermittently could not be charged properly. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer required assistance addressing bg level with a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.